Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccuracy began on (B)(6) 2013 at 9:00 a. M. At an unspecified date/time, the patient obtained a blood glucose result of ¿63 mg/dl¿ with the subject meter and ¿102 mg/dl¿ with another device (prodigy), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (unknown type, self adjuster). The patient reported, when the alleged issue occurred, she had food and/or drink in response to the alleged inaccurate result(s). The patient claimed that she did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.